Event description:
Follow up information identified the patient¿s ipg was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the bottom corner of the ipg sticking up. X-rays revealed the ipg flipped in the pocket. As a result, the patient may be awaiting surgical intervention.